Event description:
T1 remains in the patient; can't advance trigger all the way to deploy t2 - difficult to push. The surgeon was having difficulty deploying t2 on some devices because he was torquing the needle to try and get more posterior to go under the condyle. As a result, the needles were become severely bent hindering t2 deployment. The repair was completed using ultra fast-fix.

Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)